Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 5 cm in diameter abdominal aortic aneurysm. The patient presented emergently with stomach and back pain. It was reported that the aortic neck had disease progression resulting in aortic neck dilatation. The stent graft had migrated two centimeters distally, and a proximal type I endoleak was present. The physician implanted an endurant aortic cuff, which resolved the migration and endoleak. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (migration, endoleak). Patient's condition affected effectiveness of device (disease progression, aortic neck dilatation). Conclusion: device failure/lack of effectiveness related to patient condition (disease progression, aortic neck dilatation).